Event description:
The user facility reported that during deployment of the angio-seal device there was separation of components outside of the patient. There was no harm to the patient.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Implanted date: unknown if the device was implanted. Explanted date: unknown if the device was explanted. Initial reporter occupation: clinical nurse specialist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide patient demographics in sections a1, a2 and a3 and to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. One 8fr angio-seal device was returned for product evaluation. The returned device included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were found to have been fully mated and in the fully rear-locked position. The suture was found to have been fully deployed and the clear stop indicator was fully visible. No damage or issues with the device were identified. The complaint was able to be confirmed for a positioning issue. The exact root cause was unable to be determined. The likely cause was determined to have been deployment of the components outside the vessel resulting in a failed closure attempt. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).